Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited elevated pacing thresholds during a normal follow-up. Guidant received additional information that the lead had dislodged approximately 9 days post-implant.